Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station required a remote smart service (rss) update and configuration changes to enable automatic login to the carefusion application. A technical support specialist (tss) dialed into station and attempted to deploy package 10000407599-02 remote smart service (rss) agent 4.12 med and pas (build 10), but it failed. Confirmed remote smart service update agent was installed. Tss enabled the care fusion app auto login and rebooted the station to test. Tss successfully logged into care fusion app and completed firmware update. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was not able to use buttons and computer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the user was not able to use buttons and computer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.